Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging from 44-49 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, control iq software did not suspend insulin deliveries as intended. Tandem technical support was unable to confirm the allegation. Recommendation was made to consult with a healthcare provider to discuss diabetes management.